Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant, after sewing the patient, it was noticed that the atrial and ventricular leads connections in the device ports were reversed. The patient pocket was reopened, and the leads connections were corrected. The device remains in use. No further patient complications have been reported as a result of this event.